Event description:
Boston scientific received information that this pacemaker tripped elective replacement time (ert) few days after it displayed a remaining longevity of 1.5 years. A boston scientific technical services (ts) discussed that threshold value went to 5 volts (v) and reviewed auto capture at ert. Moreover, ts explained that the device had 90 days to end of life (eol) from ert and on that time, the device will go to vvi 50. Additional information received indicated that the device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. A review of the device memory noted no resets or error codes. Bin hopping evaluation noted the device operating current is slightly higher than the first bin edge. Furthermore, analysis indicated that the device passed the returned products electrical testing.